Event description:
A CT perfusion scan was performed upon pt arrival. The pt showed a mismatch on ctp so they sent the pt to the angiography suite. For some reason, it took one hour and 45 mins to get the pt to the suite. The physician thought that this was too long and he thought that the pt may not have been a candidate for mechanical thrombectomy due to the long wait. He thought that this time may have changed the ctp match or mismatch. He tried the case anyway. After performing the procedure, he abandoned the case after seeing the extravasation after an angiographic run after the use of the penumbra system separator for about 10-15 mins. The pt was then sent for a CT perfusion scan directly after the case. It showed a total infarction of the mca territory. The physician expected this. The physician commented that he was glad that he stopped due to the fact that if he did completely revascularize the mca that the pt would have probably had a hemorrhage. It was also noted that after several mins of work with the penumbra system separator it became mildly kinked such that it would not pass through the catheter easily. This malfunction was not reported to be associated with any adverse events. Vasospasm was also reported and resolved without action.

Manufacturer narrative:
Conclusion: hemorrhage and vasospasm are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported events were anticipated procedural complications. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This info was received when reviewing data for the penumbra start post-market clinical trial.